Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. The patient presented with an acute myocardial infarction. The de novo lesion was confirmed in the mid right coronary artery. It was 90% stenosed with severe calcification and severely tortuous. The physician attempted to cross the lesion with the 3.50x24mm veriflex, however, was unsuccessful. The non bsc guidewire was exchanged and another attempt was performed but the stent was still unable to cross the lesion. The device was removed and it was confirmed that the distal tip was lifted. The physician attempted to cross the lesion with a non bsc stent and it was unsuccessful. Dilatation was performed with a 2.0-3.0 balloon and the procedure was completed. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)